Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease folds, deformation and wear abrasion. Based on the device analysis the final assessment is: wrinkles (creases) are observed but have no relationship with the manufacturing process. Reason for reoperation is seroma-late. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "periprosthetic liquid", "folds", and "undulations". The device has been explanted.